Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to recover main full height drawer 3. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) checked the latch inseparable for the magnet, removed the assembly and replaced the latch inseparable to resolve the issue. Further the fse reassembled the drawer, connected the bus cable and powered the station up. The system functioned as intended after the field service engineer repaired the device.